Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch episodes were observed on stored egms due to oversensing. The noise was able to be reproduced with isometrics testing. The physician ordered to make programming changes on the device.